Event description:
It was reported that the patient was in the emergency department due to chest pain. Upon device interrogation there was a message that the device experienced an electrical reset. The message was cleared and no parameters were changed, however, diagnostics were cleared. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-58 crdm non-defib lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.